Event description:
Patient reported right side "swelling and pain", "lump" (ndr), "silicone disease, risk of neoplasia", "nodular image in right breast, which may correspond to cyst of thick content or solid nodule". Patient representative additionally reported right side capsular contracture baker grade iii, ¿the prosthesis implanted in the patient is the same as the one listed in the recall. It was informed that the occurrence of death of patients who had the prosthesis implanted in the recall made the patient with feelings of anguish, impotence, constant stress and sadness, acquiring depression¿, ¿patient is worried because will have to undergo a new surgery and this procedure puts patient life at risk¿, ¿breast nodules¿ (ndr), ¿anxiety-depressive disorder¿ (ndr), "headache" (ndr), ¿low energy¿ (ndr), ¿obsessive-compulsive disorder with predominance of obsessive ideas or ruminations, respectively¿, ¿discouragement for daily activities¿, ¿compulsive thoughts¿ (ndr), and ¿body aches¿(ndr).the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.